Event description:
It was reported by the customer mother stated that the customer had a high blood glucose level of 439 mg/dl. Mother reports having a difference in sensor glucose (120 mg/dl) and blood glucose (439 mg/dl). Troubleshooting was performed and advised to insert in appropriate areas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.